Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a definitive root cause could not be determined. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source had an error b30 (communication error) when connecting multiple scopes to the clv-190. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.